Event description:
Hcp reported patient's experience of nausea, vomiting, hypotension, headache, and chest pain following refill with concentration change from dilaudid 90mg/ml to dilaudid 60mg/dl, at the same daily dose of 14.034mg. A bridge bolus was programmed incorrectly, potentially resulting in delivery of an increased dose of 0.873mg/hour to be delivered to the patient for approximately 7 hours. Intended dose per hour was 0.546mg. The patient was admitted to the emergency room for a few hours to monitor blood pressure, and was treated with IV fluids for dehydration, and zofran for nausea and vomiting, and released. The patient has recovered without sequela.